Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5068-52 implanted: 2000 (B)(6). (B)(4).

Event description:
It was reported that there was oversensing/crosstalk on the right ventricular lead. Reprogramming of the sensitivity was done. The lead is still in use. No patient complications have been reported as a result of this event.